Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high output threshold with normal impedance and sensing. It was mentioned that there was difficulty securing lead at revision due to scarring. Lead successfully replaced. No additional adverse patient effects.